Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with a bolus. Customer's sensor blood glucose value was 296 mg/dl at the time of the call. The customer stated that the pump did not alarm for the last couple of days. Customer declined to troubleshoot for high readings. The product was not returned for analysis.